Event description:
Event description boston scientific, crm received information that this right ventricular (rv) pacing lead became dislodged. As a result, a procedure was performed and the lead was successfully repositioned. No adverse patient effects were reported.